Event description:
Pt presented with eye infection related to overwear of non-prescription, cosmetic contact lens sold by unlicensed personnel in a retail store. Pt was treated with topical antibiotics and infection has resolved.